Manufacturer narrative:
The device investigation found no malfunction and the device would have not contributed to the reported event, therefore this would not be considered a reportable event for this device.

Event description:
The device investigation found no malfunction and the device would have not contributed to the reported event, therefore this would not be considered a reportable event for this device.

Manufacturer narrative:
(B)(4). Concomitant medical products: stemmed nonaugmentable tibial component; p/n: 00598603702, l/n: 64085250. Articular surface regular constraint; p/n: 90597003014, l/n: 63922289. Articular surface regular constraint; p/n: 90597003014, l/n: 64066186. Articular surface insertion instrument; p/n: 00597702000, l/n: 62437651. Report source - foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported during an initial procedure, the surgeon had difficulty assembling the poly to tibia implant. Attempts have been made and no additional information is available.